Manufacturer narrative:
The AED and battery used in the rescue were sent to cardiac science and an investigation was initiated. The AED delivered 3 simulated rescue shocks and performed 20 mins of self tests without any failures. The AED was opened and a visual inspection was performed. The battery harness had a broken plastic rivet on the pin for the 12 volt line which allowed the pin to shift when the battery was inserted in the AED. The cause of the damaged battery harness is not currently known. Clinical and technical reviews of the rescue data were performed and determined that the AED diagnosed the pt's heart rhythm correctly and recommended appropriate defibrillation therapy prior to the remove battery prompt. A replacement prompt. A replacement AED and battery were sent to the customer.

Event description:
The pt was witnessed to be in sudden cardiac arrest while doing yard work. CPR was administered until police arrived and attached the AED. The AED advised a shock and one was delivered. Following 2 mins of CPR, the AED analyzed the pt, advised a second shock, and then prompted the user to remove the battery. Medics on the scene removed the AED attached another defibrillator, and administered a second shock. Als treatment was administered en route to the hosp. ER staff continued als treatment and the pt was stabilized.